Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported that on (B)(6) 2022, during an operation the jig aligned on the back table. During insertion and drilling through the oblique holes on the aiming arm, the drill do not align and hit the nail. The drill was removed, and it was necessary to drill through the outer protection sleeve. This report involves one (1) radiolucent insertion handle for expert tibia nails/23mm. This is report 2 of 2 (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Part # 03.010.485. Lot # 9590916. Manufacturing site: (B)(4). Release to warehouse date: january 14, 2016. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.